Manufacturer narrative:
Evaluation of summary: post market vigilance (pmv) led an evaluation of one device. The instrument was engaged to the loading unit. The retraction knobs were advanced and the knife of the loading unit was advanced. Visual inspection of the cartridge revealed that the loading unit was fully fired. The loading unit anvil was bowed. The anvil clamping mechanism was deformed. The knife-bar assembly was buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bowed anvil, buckled knife-bar assembly, and deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range, application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscope radical resection of pulmonary carcinoma, upon cutting lobi pulmonis, the device could not load off. There was no reported patient outcome.